Manufacturer narrative:
H3: product analysis: part# 436120b lot # ca20d226 visual and optical inspection of the centerpiece expander revealed the gears/teeth have some damage. Functional inspection with a sample inserter confirmed the implant was able to connect ,engage and expand the cage but not smoothly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during l umbar anterior anchoring procedure in a patient diagnosed with l2 vertebral fracture. It was reported that after determining the size, it was checked whether or not the device moved normally before bone filling; it felt that it was caught when it progressed, so it did not progress smoothly. The patient's condition did not improve even after loosening the controlled screw, so a new one was opened and used. There was a delay of less than 60 mins. There was no patient symptom reported. There were no further complications reported regarding the event.